Event description:
Used clear care contact solution with a case different than the case included in with product. I did not realize that this contact solution was different from others and that it was actually necessary to use the case that comes with the product (many solutions come with cases but don't require you to use them). Resulted in burning and stinging eyes for one day.